Manufacturer narrative:
Investigation in process.

Event description:
Radiographic evaluation has revealed an apparent separation of the fixation keel from the underside of the glenoid base. The revision surgery has not yet been scheduled.